Manufacturer narrative:
The device has not been returned. As such, an actual device evaluation is not performed. Evaluation is done by historical records and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Customer reported that the power switch of the device was stuck in the forward position and the end user was unable to power on the device. The customer informed that there were no other no damage or abnormality other than the damaged power button. Therefore, it is likely that the power button was damaged and that the phenomenon occurred. Root cause for the damage to the power button could not be determined since the device was not returned. However, likely cause could be aging of the device, since it is eight years since the device manufacture. Replacing the power switch resolved the issue.

Manufacturer narrative:
Due diligence was executed for this event. The device is not returned; as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a routine set up the power switch on the device was stuck in the forward position and the device could not be powered on. There was no patient involvement. The device was inspected and no damage or abnormalities were noted other than the broken power button.